Event description:
Customer reported the instrument was not aspirating samples and result not matching with microscope.

Manufacturer narrative:
It was reported that the chem velocity urine chemistry analyzer showed false negative for blood and leukocyte esterase on 3 pt samples, whereas the iq200 urine microscopy analyzer and manual microscopic methods confirmed that those samples had the presence of rbcs and wbcs. No change to pt management reported. Fse found problem with strips not being dosed properly. Fse checked all tubing connections from sample probe to dfs. During priming of system, fse noticed that piston on the syringe stopped moving, removed syringe and check for damage syringe piston cones apart, replaced syringe assembly and tighten properly. Fse primed system, run qc all in specification. System was operational.